Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's connector was detached from the tube. It was stated that the connector slipped free and popped off. When the t-piece connector was reattached, it would popped free easily, although it sat flush when replaced, it would slip out. The customer reported patient was reintubated.